Event description:
It was reported that the pt stood up from a chair and felt a sharp pain as the stem broke. Subsequently, pt underwent a revision to remove the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.